Event description:
The event occurred in china. It was reported that the rotaflow was tested upon startup, and the speed was adjusted by rotating the knob after zeroing, the rotaflow console displayed the error message "head error¿. The rotaflow drive (rfd) was detected as defective and needs to be repaired. Furthermore, it was noticed that the drive arm could not be locked and would not stay in position. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow was tested upon startup, and the speed was adjusted by rotating the knob after zeroing, the rotaflow console displayed the error message "head error¿. The rotaflow drive (rfd) was detected as defective and needs to be repaired. Furthermore, it was noticed that the drive arm could not be locked and would not stay in position. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) and the reported "head error and drive are will not stay in position" could be confirmed on the rfd. The rfd needs to be repaired by the supplier. On 2026-03-30 the getinge ssu (sales and service unit) provided the information that the affected rotaflow drive with s/n (B)(6) cannnot be returned due import restrictions of medical devices from china. The affected rotaflow drive is out of use. As the affected rotaflow drive is not available for investigation the exact root cause could not be determined. However, the head error is mostly caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The failure mode "rfd arm will not stay in position" can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction or total fail due to mechanical influences, e.g.: 1. Falling of rotaflow system (broken holder, user routine violence) 2. Loosening of fastening (wrong installation, aging) 3. System falls to ground (transport in non-fixed manner, user routine violation) based on the investigation results the "head error and drive are will not stay in position" could be confirmed. The review of the non-conformities has been performed on 2026-03-12 for the period of 2014-04-01 to 2026-03-07. It shows non-conformities in regard to the reported product and failure "head error". The rotaflow drive with s/n (B)(6) was produced in 2014-04-01. A review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. It is necessary to follow the chapter in the instructions for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).